Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh and a tyco device implantation procedure on (B)(6) 2004 to treat cystocele and stress urinary incontinence. It was reported post implantation the patient experienced pain, infection, urinary problems, and fistula. No additional information provided at this time. The patient had mesh removal on (B)(6) 2008 due to infection and pain. (B)(4) ¿ urinary problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.